Event description:
The patient contacted animas on (B)(6) 2012, reporting blood glucose levels to "high" on the meter (over 600 mg/dl). The patient expressed concern that the pump might not be delivering. Customer support walked the patient through reviewing the pump. The pump bolus history was reviewed and showed that the patient was only bolusing once per day. The patient reported not knowing how to bolus and so the patient was not bolusing. The patient also reported having a bent cannula earlier in the day contributing to the event. Customer support advised the patient on using the bolus features to deliver insulin to cover food or elevated blood glucose. This report is made based on the allegation that the patient experienced hyperglycemia related to being unaware of how to use the bolus features of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.